Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) device triggered elective replacement indication (eri). The device was explanted ten days later, as premature battery depletion was suspected. This device is included in the shortened window replacement advisory (4/5/2007). No adverse effects were reported.

Manufacturer narrative:
A new device was successfully implanted. When analysis has been completed on this returned device, a final report will be submitted.

Manufacturer narrative:
Analysis was performed at our post market quality assurance laboratory. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that this device had a compromised low voltage capacitor that did not meet design specification. Despite this compromised capacitor, current leakage was not sufficient to adversely impact device longevity. Normal pacing, sensing, and defibrillation therapy functions were verified during testing.